Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with a documented lowest blood glucose of 52 mg/dl, the ilet alerted for the low, and the user corrected with oral fast-acting carbohydrates per the 15-gram protocol until glucose reached 90 mg/dl; the user also sought confirmation regarding concurrent use of long-acting insulin with the pump and was advised that long-acting insulin must not be used while actively connected to the pump. Symptoms included none reported. Outcomes included successful self-management without outside assistance and no medical intervention or hospitalization. Investigation included a troubleshooting and education session covering acute hypoglycemia treatment and pump-use guidance regarding long-acting insulin. Investigation of this case revealed no device malfunction and user understanding of therapy guidance after education. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.